Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The lens is still in the loading area and does not have evidence of advancement. Product history records were reviewed and the documentation indicated the product met release criteria. The reported "plunger in insertion loose" could not be verified. The plunger and lens were at the initial start positions upon return. It is unclear exactly what the complaint was about. No abnormalities were observed with the plunger. The plunger tip of the device is allowed to move side to side in the shipping position, to avoid damage during shipping and storage. After initial advancement, and prior to contacting the lens, the plunger is automatically directed along its central path, and there is no excess side to side movement. It is unknown if the plunger was inadvertently retracted. Per the directions for use (dfu), do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a faulty intraocular lens (iol) in a preloaded delivery system. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification was received reporting the plunger 'in insertion loose'.